Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/24/2026, it was reported that while the patient was at work, the patient started feeling dizzy, nauseated, diaphoretic and she sat down on a chair then passed out. She cannot recall the exact values of the last reading when she looked at her cgm but she said it was in the normal range and was unable to do bgfs at the time because she was already feeling bad. She was unconscious for approximately 6 minutes, and according to her boss, she had 4 seizures when she was out. Her boss did a bgfs and it read 59 mg/dl while her cgm was at 122 mg/dl. Her boss administered glucagon shot and drove her to the emergency room (ER). Upon arrival at the ER, they did a bgfs and it was 71 mg/dl. At this point, the sensor already failed. They treated her with d50 (IV dextrose) and did bloodwork. She was kept at the ER for 3 hours and was discharged with 147 mg/dl bgfs. She felt fine at the time of the call. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.